Event description:
It was reported that the patient experienced dizziness and it was noted the device had premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.